Event description:
Note: the date of the event is unknown. It was reported to boston scientific corporation in 2008, that a lithocatch immobilizer device was used during an unknown procedure. According to the complainant, the sheath was bent at the handle. Due to the bent sheath resistance was felt. Procedure completed with a different device. No patient complications were reported as a result of this event. The patient's condition was reported as "good."

Manufacturer narrative:
Though expected, the suspect device has not been received for evaluation, thus, the cause of the reported malfunction is currently undetermined.